Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial surgery as the patient's zonules were bad and the lens had to be cut out. The lens was fully inserted into the patient's right eye and then removed. During the procedure the capsule gave away and they performed a vitrectomy; there was no incision enlargement or patient injury. Patient outcome reported as the patient was doing well.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.